Event description:
It was reported the device was used during a gastrectomy (total) proceudre. It was reported by the affiliate that the rotating knob would not rotate completely, although the indicator was in the green range. There was no pt consequence.